Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - lesion length greater than 28 mm. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. Return of the stent delivery system may have aided in the investigation and determination of cause. There was no note of any damage to the stent delivery system (sds) or stent implant observed prior to the procedure, which suggests that a product deficiency did not contribute to the difficulty experienced. It was reported the lesion was heavily calcified, which likely contributed to the reported difficulty. It was reported that the patient experienced poor blood flow and low blood pressure and that a thrombotic occlusion was noted in the promus stent. Hypotension, ischemia, heart failure, and thrombosis are known adverse events as listed in the promus instructions for use (IFU). A conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined. It was reported the promus stent was implanted in a 55 mm length lesion. It should be noted the IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than 28 mm) with reference vessel diameters of 2.5 mm to 3.75mm. Safety and effectiveness of the stent have not been established for subject populations with lesion lengths greater than 28 mm. It does not appear that the use of the promus in a longer length lesion contributed to the reported difficulty. A review of the device lot history record did not reveal any nonconforming material records for this lot relevant to this report. Additionally, a query of the complaint-handling database was performed and there is no indication of a lot specific product quality deficiency. All stent delivery systems are subjected to a visual inspection. In addition, a sampling of units is destructively tested to verify proper inflation and stent deployment. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the index procedure was (B)(6) 2011 and the 2.5 mm x 28 mm promus was deployed distally and the 3.0 mm x 23 mm promus was deployed proximally in the moderately tortuous left anterior descending artery of a dialysis patient. On (B)(6) 2011 the patient presented to the hospital with cardiac failure and it was noted that a thrombotic occlusion had occurred in the 2.5 mm x 28 mm promus. It was noted by the physician that poor stent expansion due to the heavily calcified lesion may have contributed to the poor blood flow and low blood pressure leading to the cardiac event. The patient was placed on an intra-aortic balloon pump (iabp) and the blood pressure and blood flow recovered. There was no reported patient sequela. No additional information was provided.